Event description:
The customer reported that their device would intermittently not power on. The customer also indicated that the device has lost power when attempting to charge defibrillation energy. The customer indicated that this occurred during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator ic1.